Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, the surgeon was able to press the green button on the first reload, but it did not fire. A second reload was used, but there was problem with loading it. A new device was used to complete the case. There was no patient injury.